Manufacturer narrative:
G8 - corrected information: based on the additional information received, the correct manufacturing site ID for this event is 30042 09178. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On 2025-apr-21, information was received from an healthcare professional (hcp), via a manufacturer representative (rep), regarding a patient receiving an unknown drug via an implantable pump. It was reported the hcp was performing a refill and the estimated reservoir volume (erv) was 7 ml and the actual reservoir volume (arv) was bubbles. The hcp felt as though there was just air in the pump. Information was provided to the rep. The rep did state the hcp was sending the patient to the managing physician for evaluation. On 2025-may-12, additional information was received from the rep. They stated that the "doctor stated no issues and able to perform refill like normal".